Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient's blood glucose was in the 40 mg/dl range a week and a half ago. Troubleshooting was declined for the low blood glucose. However, the patient mentioned waking up with alarms on the insulin pump. The device suspended due to a low blood glucose and she could not resume her basal. The patient was able to resume basal; she then performed the self test and the insulin pump passed. The insulin pump was not returned for analysis.